Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a female patient in the radiology department. The physician was performing a routine mechanical thrombolysis of the left forearm av loop graft and noted there were no severe angulated bends. This required a few passes in both directions using a 6fr, 4cm merit medical short introducer sheaths. Upon removal of the device, the physician noticed the tip of the device was missing. They removed and flushed the sheath and the tip was in the sheath. The basket was closed on every insertion and removal of the device through the sheath. As a result, they used another device to complete the procedure. There was no delay in treatment and no patient death or complications reported.